Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months, 13 days. Manufacturers investigation conclusion: the report of low flows could not be confirmed through this evaluation as no log files were submitted for review. The account communicated that the patient had low flow alarms beginning on (B)(6) 2017. The patient was reportedly experiencing dizziness and exertional dyspnea for several days. The patient was discharged 4 days prior for similar issues attributed to hypertension, however, the patient was not able to obtain her medications post-discharge. The (B)(6) 2017 admission was reportedly most consistent with an lvad malfunction due to inadequate left ventricular compression and poorly controlled afterload. The lvad speed was increased from 5300 rpm to 5500 rpm on (B)(6) 2017 with an improvement in pi, flow, and symptoms. The patient underwent a right heart catheterization procedure which revealed elevated filling pressures at 5500 rpm and very elevated mean arterial pressure. The patient¿s antihypertensives were titrated for better map control and to facilitate efficiency of vad left ventricular unloading. Further treatment included continuing beta blockers and diuretics at home and changing the patient¿s antihypertensives. The account reported that the issues resolved. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) (documents # (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents # (B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient experienced low flow alarms, as well as dizziness and dyspnea upon exertion for several days. The patient was discharged 4 days prior for a similar presentation attributed to hypertension but the patient was unable to obtain their medications post-discharge. Presentation this admission was most consistent with lvad malfunction due to inadequate left ventricular (lv) decompression and poorly controlled afterload. The lvad speed was increased. On (B)(6) the patient showed improvement in pulsatility index (pi), flow, and symptoms. A right heart catheter (rhc) revealed mildly elevated filling pressures at 5500 rpm and very elevated mean arterial pressure (map). Antihypertensives were titrated for better map control and to facilitate efficiency of vad lv unloading. Carvedilol and lasix were continued at home dosing, and the patient was switched from entresto to valsartan.